Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. .

Event description:
Customer reported the cannula became dislodged while swimming. Customer reported blood glucose levels up to 400 mg/dl. Customer took 6 u of humalog and blood glucose dropped to 292 mg/dl.